Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Additional information provided. Part: 02.211.204; lot: 3647902; manufacturing site: (B)(4); release to warehouse date: (B)(6) 2011. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a calcaneocuboid fusion on (B)(6) 2018, two (2) screws did not lock into the x-plate from a 4-foot midfoot system. Upon removal of the plate, there was a type of deformity within the screw hole in the plate that would not allow the threads in the locking screw to engage. No fragments were found. There was a surgical delay of 30-40 minutes. Procedure outcome was successful. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# 2) . This report is for one (1) 2.4/2.7mm va-locking x-plate large. This is report 1 of 1 for (B)(4).